Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device was reported as getting alarm 14 (patient temperature 1 probe out of range). The representative advised to test the patient temperature cable. They did not had sim keys so representative advised to order the sims keys but for to do a continuity check and run a calibration on the device. It passed the calibration and they would order a new cable. The patient temperature cable was on port 2 when biomed got it. They recommended possibly some training because the biomed stated the nurse complained that they are not used the model stat.

Event description:
It was reported that arctic sun device was reported as getting alarm 14 (patient temperature 1 probe out of range). The representative advised to test the patient temperature cable. They did not had sim keys so representative advised to order the sims keys but for to do a continuity check and run a calibration on the device. It passed the calibration and they would order a new cable. The patient temperature cable was on port 2 when biomed got it. They recommended possibly some training because the biomed stated the nurse complained that they are not used the model stat.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.